Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When the doctor went to take the 3.5 hex checkpoint out of the bone, the top of it broke off. The impaction part of the checkpoint was then taken out of the bone with a coker. Case type: tha. Patient was under anesthesia. Surgical delay: = 15 minutes.

Manufacturer narrative:
Reported event: when the doctor went to take the 3.5 hex checkpoint out of the bone, the top of it broke off. The impaction part of the checkpoint was then taken out of the bone with a coker. Case type: tha, patient was under anesthesia. Surgical delay: = 15 minutes. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 03/19/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot number w64911 shows 2 additional complaints related to the failure in this investigation. Pr ID (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event h3: device not returned.

Event description:
When the doctor went to take the 3.5 hex checkpoint out of the bone, the top of it broke off. The impaction part of the checkpoint was then taken out of the bone with a coker. Case type: tha. Patient was under anesthesia. Surgical delay: = 15 minutes.